Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the position motion controller was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not complete start up. It was noted that the motion bar was not completing start up and that an error code for the positioner was present. It was noted that the ethernet led was illuminated. Restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.